Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy and spinal pain. The patient reported that there was an informational power on reset (por) seen. The patient reported that she couldn't get a hold of any of her ¿stimulator people¿ or her doctor to call her back. The patient reported that she called everyone. There wasn't any recent medical test or electromagnetic interference that could be related to this issue. The patient was assisted in clearing the por with the patient programmer. The patient was successful in clearing the por and reported ¿it¿s working now.¿ no further complications were reported.